Event description:
Customer reported the sram needed to be replaced. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram card. System operates as intended.